Event description:
It was reported that during an unk procedure, the device tip broke off in the pt, and was retrieved with no pt consequence. It is unk how the case was completed.

Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.